Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The technician was able to replicate customer complaint regarding handpiece low power; the issue was due to defective coilform and transducer failure. The coilform was replaced and the transducer included a new housing assembly. The handpiece was retested and passed all tests. Root cause: the reported failure was confirmed. Root cause has been confirmed as a defective coilform and transducer delamination as a result of transducer braze degrading in the field. Transducer delamination corrective action was implemented in (B)(6) 2021. The solution was identified as using an alternative braze filler alloy which does not contain zinc. The trial confirmed that the change does not affect the handpiece function. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (B)(4) failed the test with low reserve power and overheated. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.